Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for unknown locking plate, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: choo, s.k., kim, y., shin, m.j., and oh, h.k. (2015). Conservative treatment after failure of internal fixation for periprosthetic femoral fractures: a report of two cases. Arch orthop trauma surg 135:773-779. Republic of korea. Two cases of implant failures occurred after the fixation of the vancouver b1 and c periprosthetic fractures with expansion of the locking plate across the entire femoral length. Case 2: (B)(6) man, a 3.5mm locking plate (3.5mm lcp plate, synthes, (B)(4)) was used as a temporary reduction tool on the posterolateral side using an indirect reduction technique. For the definite fixation, a 16-hole locking compression plate (4.5mm broad lcp plate, synthes, (B)(4)) was used as a long bridging plate. Proximal fixation was performed using unicortical locking screws, cables, and a 3.5mm locking attachment plate (synthes, (B)(4)). 6 weeks post-op patient complained of pain and radiographs showed a broken plate at the fracture site with angulation. A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4). This report is for unknown synthes locking plate and refers to the broken plate at the fracture site with angulation and post operative pain.